Event description:
Sa:05r/allura xper fd20/display issue. It was reported to philips that the allura device had a blank live display monitor. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the monitor. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was snowflake on screen. The fse replaced monochrome monitor. After the replacement of monitor, system was returned to use in good working order. The codes were updated based on the investigation outcome.